Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient presented with shortness of breath, chest pain, and dizziness. This rv lead and entire system were explanted and replaced due to noise, drop in impedances, and loss of capture. Should additional information become available this file will be updated.